Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the pads produced low flow. The pads were checked, and were properly connected to the fluid delivery line. It was later reported that the flow rate would not increase above 2.0lpm, and the problem was identified as a leak between the pads and the connector. As a result, the pads were replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads produced low flow. The pads were checked, and were properly connected to the fluid delivery line. It was later reported that the flow rate would not increase above 2.0lpm, and the problem was identified as a leak between the pads and the connector. As a result, the pads were replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads produced low flow. The pads were checked, and were properly connected to the fluid delivery line. It was later reported that the flow rate would not increase above 2.0lpm, and the problem was identified as a leak between the pads and the connector. As a result, the pads were replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads produced low flow. The pads were checked, and were properly connected to the fluid delivery line. It was later reported that the flow rate would not increase above 2.0 lpm, and the problem was identified as a leak between the pads and the connector. As a result, the pads were replaced.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The device was not returned.

Event description:
It was reported that the pads produced low flow. The pads were checked, and were properly connected to the fluid delivery line. It was later reported that the flow rate would not increase above 2.0lpm, and the problem was identified as a leak between the pads and the connector. As a result, the pads were replaced.